Event description:
It was reported that the patient had the pump of his inflatable penile prosthesis (ipp) replaced due to it was not working correctly. The patient is expected to have a full recovery. The physician was extremely happy with the result, the device was working correctly.

Event description:
It was reported that the patient had the pump of his inflatable penile prosthesis (ipp) replaced due to it was not working correctly. The patient is expected to have a full recovery. The physician was extremely happy with the result, the device was working correctly. It was further reported that the patient called to request money for the pain he suffered due to the fact that he states he had a defective pump. Patient liaison explained the patient the product replacement policy.